Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, a definitive cause for the balloon rupture could not be determined. It is possible that the rupture occurred due to interaction with the arm vein or associated devices during inflation; however, this could not be confirmed. It should be noted that the armada 35 instruction for use states: the device is intended for dilatation of lesions in the renal, iliac, femoral, popliteal, tibial, and peroneal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This device is also indicated for stent post-dilatation in the peripheral vasculature. It could not be determined if the off-label use contributed to the balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the arm vein. A 7x40mm armada 35 balloon catheter was prepared per the instructions for use. The balloon catheter was being used for pre-dilatation; however, the balloon ruptured during the first inflation at nominal pressure. The procedure was successfully completed with a new unspecified armada balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.